Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, mildly calcified and mildly tortuous vessel in the left anterior descending (lad) artery. Pre-dilatation was performed with a nc balloon at 10 atmospheres (atms) and 12 atms. The 3.0x38mm xience xpedition stent delivery system (sds) was deployed at the target lesion with a pressure of 10 atms and was followed with post dilatation per standard practice using another nc balloon at 16 and 18 atms. Post deployment, a distal edge dissection was observed. Another 2.75x33mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.